Event description:
It was reported that the patient experienced outflow graft stenosis due to seroma, and as a result was hospitalized on (B)(6) 2024. The seroma was removed in a surgical procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extrinsic outflow graft obstruction was unable to be confirmed as no images were submitted for review and the device remains in use. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU addresses all pump parameters, including pump flow. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked" and "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". Abbott has decided to initiate a voluntary field action on the heartmate lvas kits and heartmate standalone outflow grafts related to extrinsic outflow graft obstruction (eogo). The device is included in the heartmate lvas kits and heartmate standalone outflow grafts related to extrinsic outflow graft obstruction (eogo) field action issued by abbott. No further information was provided. The manufacturer is closing the file on this event.